Event description:
It was reported that this right ventricular (rv) lead exhibited decreased sensing. Subsequently, a revision procedure was performed and the rv lead was repositioned. After the revision procedure, the pacing impedances decreased to 288 ohms and the thresholds increased. Boston scientific technical services (ts) recommended evaluating the lead with isometrics and pocket manipulation. The physician elected to continue monitoring on the remote monitoring system latitude, and at this time all appears stable. This rv lead remains in service. No additional adverse patient effects were reported.